Event description:
It was reported that the right atrial (ra) lead exhibited high capture threshold, a drop in atrial sensing and inappropriate capture in the right ventricular chamber. Chest x-ray and fluoroscopy confirmed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, inappropriate capture, and p-wave amp variation. A complete lead was returned in one piece with the helix found retracted and clogged with blood. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The reported events of unacceptable threshold and p-wave amp variation were not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were found.